Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Per device inspection found ceramic head was broken. Based on the results of the investigation, the ceramic head (insulation beak) failure is a mechanical problem, the most likely cause is some kind of excessive force. However, the root cause of reported failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath had ceramic head fractured and cracked. The issue occurred during maintenance. There were no reports of patient harm.